Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with naked eye noted a leak at the patient connector heat seal bead. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing failed due to the leak at patient connector. The reported condition was verified. The cause of the condition was determined to be manufacturing related. The second sample was not received, therefore a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes had leaked at the patient connector site (between the tubing and connector). This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.